Event description:
It was initially reported that the battery depleted normally and was replaced. The patient recovered without sequela after the device was removed. It was further reported that the device was replaced due to pain at the pocket and issues with recharging. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly. It was noted the battery had reduced capacity due to overdischarge.

Manufacturer narrative:
Product ID 377775, lot# v004859, implanted: 2006 (B)(6); product type lead product ID 377775, lot# j0546558v, implanted: 2006 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.